Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up visit, at interrogation, an episode of oversensing and an alert for interference deactivation were noted. The last retrieved r-wave amplitude showed low sensing values. An x-ray image will be scheduled. No further information at this time.